Manufacturer narrative:
The device was returned for analysis. A visual and microscopic inspection of the device revealed a section of the tip was missing. The detached tip was not returned.

Event description:
It was reported that tip detachement occurred. The target lesion was located in the left anterior descending artery. During insertion of an opticross imaging catheter into touhey, the tip broke off. The procedure was completed completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery. During insertion of an opticross imaging catheter into touhey, the tip broke off. The procedure was completed completed with a different device. No patient complications were reported and the patient's status was stable.